Event description:
It was reported that there appeared to be undersensing on the right atrial (ra) lead that was possibly misclassifying events. The ra lead remains in use. No patient complications have been reported as a result of this event. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).